Event description:
1 reported false positive flu b result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also reported 2 additional patient events which are captured on separate reports.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: phone.